Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a posterior lumbar fusion surgery for extending the range of lumbar fixation. Intra-op, tip of driver broke when the surgeon tried to remove a cross-threaded set screw using it. The set screw was broken off in a state of being placed obliquely against a screw head. No fragment of the broken products remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the shaft diameter and material hardness inspection confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface with circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.